Event description:
On (B) (6) 2009, the customer contacted baxter to advise that a colleague volumetric infusion pump, product code 2m9163, (B) (4), malformed. When the channel select button for pump head c was pressed, the channel a was turned off and on. The problem was noted prior to product use and there was no patient injury. The device will be returned to cts for evaluation.incident date: unknownbaxter notification date: (B) (6) 2009.product surveillance notification date: (B) (6) 2009.the software version for this device is currently not known.

Event description:
During service at baxter on (B)(6) 2010 discovered a colleague infusion pump in which the pump head module keypad channel c select key was inoperable. This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available. This device utilizes user interface module master software version 5.04.00 that is categorized as an "unremediated" pump. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The initial medwatch report had an incorrect aware date. The correct aware date is (B)(4) 2009. It was stated in the initial medwatch report that CAPA investigation (B)(4) is associated with this complaint. (B)(4) CAPA is not associated with this complaint. There are no ongoing CAPA investigations associated with this complaint.

Manufacturer narrative:
(B) (4)the device has not yet been received for evaluation of "inoperable or intermittent key(s) on pump head keypad". Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation. There is an ongoing CAPA investigation, mdq-CAPA-(B) (4) that is associated with this report.